Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient's profile was not crossing over to pyxis station. A technical support specialist provided sample orderids and confirmed both orders were discontinued, explaining why they did not appear on the device. Verified stations were communicating properly and orders were placed manually on co. Customer requested case remain open. Found devices scbmmd6380, scacut2940, scctum8342, scinfm5328, and scpmr2210 had not been rebooted for up to two weeks. Remotely accessed the station and rebooted the devices. No further updates received from customer; case closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient profiles did not cross over to the pyxis station. The customer confirmed that patient information was visible on the es server but was not populating on the stations. Sample patient information was provided in ephi. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.